Event description:
It was reported that unit unexpectedly shuts down under battery power. There was no reported pt involvement and/or impact.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.